Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. The multi-function cable (mfc) receptacle was replaced as a precaution. The multifunction cable used was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.